Event description:
Reported as: "port removed as it was leaking."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA in: sep/2007. Based upon the serial number and the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product was analysis. Visual examination may confirm or determine another connecter type associated with this report. Allergan has received the product; however, the analysis has not been completed, at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of band may occur due to leakage from the band, the port or the connector tubing."